Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on keypad trace. No battery out limit alarm noted. Analysis was unable to verify the excessive no delivery alarm and motor anomaly due to keypad damage. However, motor was test outside of the device and passed the motor tests. No damage found on motor. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.